Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The taxus express2 3.0 x 32 mm drug eluting stent was deployed at 16 atms for 15 seconds in the 1st obtuse marginal branch of the circumflex artery. The lesion had not been predilated. The balloon would not deflate post deployment of the taxus stent. It remained inflated for 29 minutes post stent deployment. The physician broke off the indeflator tip in an attempt to deflate the balloon, but it did not deflate. Finally, after unsuccessful attempts with several other wires and a trans-septal needle to deflate the balloon, the physician was able to deep seat the guide and pull out the "partially deflated" balloon successfully. The physician then used ivus and completed the procedure after several more inflations with a ranger balloon to post dilate the taxus stent. The pt was given additional medications for sedation during the procedure and an oral airway was placed as a preventative measure. Integrilin was administered during the procedure. There were no other pt injuries or complications reported. Follow-up enzymes to assess myocardial injury were negative.